Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as a peritoneal inflammation. The cause of the event was unknown. The patient was hospitalized for a month for the event and was treated with meropenem as an anti-inflammatory drug. At the time of this report, the patient had not recovered from the event. On an unreported date, dianeal therapy was discontinued during the treatment. No additional information is available.